Event description:
It was reported, the pt experiences persistent pain and soreness at the ipg pocket site. The next course of action is to meet with the physician and the sjm representative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.